Event description:
While using a byte night aligners, patient reported that their tooth is turning grey and they have pain. Patient was advised to visit their dentist and to give an update as to the findings.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.